Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not available for evaluation; however, two retention samples were evaluated. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional leak testing determined that there were no leaks in the devices. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the tubing of a flogard solution set which resulted in a leak. This occurred before use of the device. There was no patient involvement. No additional information is available.